Event description:
Customer reported with an issue of b30 scope communication error. The issue found during preparation for use. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device has not yet been received for evaluation. According to the reporter, a technician was on site and repaired the device, however, due to an error, the technician is not able to finish the repair order. No further information are available as of now. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was repaired by the technician who was on site. The reported b30 error was cleared during this repair. The device was not returned to olympus for physical evaluation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported endoscope communication error (b30). The DHR confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.